Manufacturer narrative:
Product analysis investigation could not be conducted since the device was discarded. DHR review could not be performed because lot number was not provided by the customer. Concomitant products: carto 3 rmt system us catalog #: fg560000 serial #: (B)(4); stockert 70 system us catalog #: s7001, serial #: (B)(4); cool flow pump us catalog #: cfp002, serial #: (B)(4); ez steer coronary sinus us catalog #: bd710df282ct, lot #: 15740137m; pentaray nav us catalog #: d128201, lot #: 15809771l. (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) procedure, the patient became hypotensive. Echocardiography showed a pericardial effusion. Pericardiocentesis was performed and approximately 350 cc of fluid was removed from the pericardial space. The patient was stabilized and admitted to ICU (intensive care unit) for observation. Additional information was requested to the customer to obtain detailed information regarding the event and it was stated that the physician¿s experience with this catheter was moderate. The physician only uses this catheter for his ventricular tachycardia (vt) ablations. The physician really likes the signal quality if this catheter. The physician¿s opinion towards this particular case was that the catheter was the cause of the effusion. No other additional information was provided.